Manufacturer narrative:
Investigation summary. Received one (1) used 011-ch3657 amber transfer set w/chemoclave for inspection. The tubing was separated from the bag spike as received. Insufficient solvent was present on the bond area. The tubing and bond pocket were measured and found to meet dimensional specifications. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly in the assembly plant. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a 43 cm (17") appx 2.8 ml, amber transfer set w/chemoclave additive port, rotating luer, filter cap where it was reported that during handling of a chemotherapy bag (doxorubicin) by the nurse, the extension tubing disconnected from the striker, the bag emptied and leaked through the striker, the doxorubicin spilled onto the floor and on the ide's outfit. The event was not observed during use on a patient, but in the care station. There was 1 hour delay in therapy. The nurse is unharmed. The leak was cleaned up according to facility protocol with a specific kit. The patient received the full intended dose; the bag was remanufactured. This report captures the first of two occurrences reported.